Manufacturer narrative:
(B)(4). Physio-control advised the reporter that the device is no longer supported by physio and that, as a result, neither parts nor service is available. Physio-control recommends that the device be permanently removed from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the device does not deliver defibrillation energy during testing. There was no patient use associated with the reported issue.

Manufacturer narrative:
The customer reported to physio-control that their device has been permanently removed from service.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the device does not deliver defibrillation energy during testing. There was no patient use associated with the reported issue.